Event description:
The customer reported that her insulin pump was rewinding, but never had finished the process. Then the customer changed the battery during the call and the insulin pump rewound. However, the insulin pump did not prime. The customer stated that the piston was not moving, and she did not receive any alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.